Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 100-180 mg/dl. The customer will continue to use current pump for insulin therapy.